Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a relatively tortuous and non-calcified proximal circumflex artery. After a guide wire crossed the lesion, predilation was performed and a 2.75 x 12 mm synergy ii drug-eluting stent (des) was advanced but failed to cross the lesion. Upon removal, it was noted that the stent fell off the balloon. Multiple attempts and various techniques were tried to retrieve the stent but it was unsuccessful. A 2.75 x 15 mm non-bsc stent was advanced and crushed the dislodged stent into the proximal circumflex artery. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.